Event description:
It was reported that the manufacturing representative checked the patient¿s programming and impedance on (B)(6) 2013. It was noted that there were 2 electrodes with high impedances. It was noted that the patient was reprogrammed using fewer electrodes. It was noted that the patient was receiving effective therapy for leg pain.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product: ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).